Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that a "check vent: oxygen device failed" was confirmed in the event log. The se noted that the flow sensor assembly needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm. The device was in clinical use when the issue occurred; the device was replaced. There was neither a delay in therapy nor medical intervention reported. No patient or user harm reported. The customer reported that the v60 ventilator displayed an "oxygen not available" alarm. The alarm did not stop, even after changing the oxygen outlet. The customer requested that the device be evaluated. This investigation is ongoing.

Manufacturer narrative:
The device was re-evaluated, and the service engineer (se) reported that the "check vent: oxygen device failed" was confirmed in the event log. The se replaced flow sensor assembly to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.